Event description:
A cook fusion zilver biliary stent system was used in the procedure. The gray distal olive [tip of introducer] became stuck with the wire and detached. Upon deployment the gray olive became detached with part of the introducer of the zilver remaining in the patient and could not be retrieved. A stent made by another manufacturer was deployed inside the zilver stent to open it up and allow drainage. The tip of the introducer was left in the patient and could not be retrieved. Another manufacturer's stent was placed inside the zilver to allow drainage. According to the initial reporter, other than the part of the introduction system that was left in the patient, the patient did not experience any other adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation found the distal pushing catheter (approximately 27cm) was missing from the returned device. The proximal catheter was returned with the stylet inserted in the catheter. Further investigation of the tube that connects to the missing distal catheter through a glue joint was performed. The investigation found the inside of the tube did exhibit processing of the tubing component. A monthly preventative maintenance is performed on the tube processing equipment and no discrepancies or anomalies were detected in the timeframe of manufacturing that would have contributed to the distal catheter detachment. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product inner catheter tube detachment can occur if the device experiences excessive force during use, perhaps in response to delivery system removal difficulties. Tip detachment during placement can occur if the stent is placed in a severe stricture. A caution located in the device instructions for use advises the user to avert stent placement if a wire guide will not advance through the stricture. The instructions for use for this product line instruct the user to perform a sphincterotomy prior to stent placement to gain adequate access to the biliary duct the user is also advised that a biliary dilation of the strictured area may be performed to ensure smooth stent deployment in narrowed strictures. Inner catheter tube detachment or tip detachment can also occur if the delivery system lodges on the elevator of the endoscope. This can occur if the elevator of the endoscope is in a raised position and/or clamps the delivery system during an attempt to remove it. Although raising the elevator aids in cannulation and successful positioning of the stent delivery system, lowering of the elevator prior to removal of the stent delivery system will aid in device preservation. Prior to distribution, all fusion zilver biliary stent system are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.